Event description:
It was reported that during engineering evaluation it was discovered that the small battery drive device makes unusual noise. It was reported that the event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device mad an unusual noise. The assignable root cause was determined to be due to a failure of the ball bearings or motor assembly due to usage wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.